Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The fe indicated the system displayed a c ine disk error; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No pt or user injury was reported related to this event.